Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reports placing swab into liquid reagent, then into nose for sample collection. Customer states they did not have any irritation and felt fine. No apparent adverse event. Customer directed to poison control contact information in user instructions.